Event description:
The user facility reported that the cardioplegia pump tubing section "ruptured" during a bypass procedure. The perfusionist changed out the tubing with a section from a second pack. The user facility reported that there was no patient injury and the procedure was completed sucessfully without any further complications.